Event description:
On (B)(6) 2010, baxter canada product surveillance was notified of a complaint regarding 2 automated pd sets w/cassette, lot# h09l27042, product code r5c4479c. The customer indicated that fluid came out of the cassettes. The process step was prior to product use, therefore there was no patient involvement. Additional information was received on (B)(6), 2010. The patient stated that he was having issues with the cassette. He stated that there was a leak somewhere in the cassette. The patient stated that he did not have patient injury or medical intervention associated with this event. He stated that he just started over with a new cassette. The patient stated that he did not have the sample and he discarded it.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.